Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4) ; product ID:(B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that there was a lead migration out of epidural space to bottom of c-spine. The patient experience a loss of stimulation and therapy. Leads were removed and replaced with a single percutaneous lead; a second lead was not used at the discretion of the surgeon. After replacement of migrated leads, anatomical coverage to areas of pain confirmed by neuromonitoring. The issue was resolved.